Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The nurse of a (B)(6) female pt reported that a pt was treated on (B)(6) 2014. The pt as at the hosp and conscious at the time of the event. The nurse stated that the pt was "messing around with the lifevest". The pt admitted to hearing the sirens. After review of the downloaded data, the pt received one inappropriate treatment at 08:48:13. Dual lead noise and artifact contributed to the false detection. A review of the downloaded data confirms the pt pressed the response buttons briefly before the treatment, but the response buttons were not pressed during the treatment sequence that resulted in the inappropriate defibrillation treatment. The pt refused to wear the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt refused to wear the lifevest. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the monitor and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4): 06/01/2013 - reuse; electrode belt: (B)(4): 10/01/2012 - reuse. Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commerical defibrillation rate is consistent with the observed rate during (B)(6), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg